Event description:
Stent was implanted on (B)(6) 2011. No issues on the graft or the pt were observed. However, a type 1 proximal endoleak has been observed and it was noted that the graft is actually loose in the aorta. The surgeon put in place a stain stent type plamax. If it's not possible to repair with a fenestrated graft, the surgeon will then retrieve the main body graft on (B)(6). No other issues were observed with the pt and no add'l info has been provided.

Manufacturer narrative:
A review of complaint history, device history record, instructions for use, quality control documentation, specifications and trends was conducted. Based on the information provided, the patient underwent evar with implantation of a main body graft on (B)(6) 2011. A type 1 proximal endoleak has been observed, and the graft is believed to be lose in the aorta. The physician had placed a stent, so it is not possible to repair with a fenestrated graft. Conversion to open surgical repair is planned for (B)(6) 2015. No additional information was received. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, design verification testing included water permeability testing, migration resistance testing, and radial force testing. The results met the acceptance criteria. The IFU provides instructions for use, contraindications, warnings and precautions regarding the appropriate method of use. Specifically, it states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." The IFU also provides detailed instructions for appropriate planning and sizing. The main body grafts are 100% inspected. The manufacturing records were reviewed, and nothing of note was observed. Summary of investigative findings: approximately four years post implantation, the patient was observed to have a type 1 proximal endoleak and the graft failed to be sealed in the aorta. Conversion to open surgical repair was planned. No additional information was provided. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Based on the report, it is possible that inappropriate planning and sizing may have contributed to this event. However, without imaging or patient sizing information, a definitive root cause cannot be established. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). The event is currently under investigation.